Manufacturer narrative:
(B)(4). Date sent 9/15/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when they fire the cdh, it didn't work. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/24/2025. D4 batch #: 641d36. Corrected data: d4 UDI #, expiration date and h4. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the device was received with no apparent external damage, the breakaway washer was present and uncut, and the device was fully loaded with staples. When the test battery was installed, the green checkmark did not illuminate, indicating the device had not been fired. During functional testing, an attempt to fire the device throughout the firing range was unsuccessful. Upon disassembly, the bulkhead contact from the left side was found to be damaged, and marks and damages on the bulkhead shroud were noted, possibly caused by improper battery loading. Although no conclusion could be reached on the cause of the reported event, it is important to ensure the battery pack is fully inserted into the device by lining up the release tabs on the battery pack with the slots on the rear of the device, listening for an audible click, and confirming the tissue compression scale backlight is illuminated. Please reference the instructions for use for additional information. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.